Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material is inconclusive due to the state of the returned sample. One photograph of open packaging was returned for evaluation. An initial visual observation of the photograph showed an opened package with what appears to be a yellowish material within the package. The identity or origin of this material could not be confirmed or determined from the returned photograph. Therefore, this complaint is inconclusive at this time. The complaint of a foreign material could not be independently confirmed without evaluation of a sealed kit; however, the report of a foreign material has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
It was reported that when opening the package, a yellow string-like foreign object, was found in the package. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that when opening the package, a yellow string-like foreign object, was found in the package. No other information was provided.